Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported the atrial lead did not sense. It was further reported there was a sudden threshold rise and low pacing impedance, 200 ohms. The lead was capped and replaced. No patient complications were reported as a result of this event.